Manufacturer narrative:
The customer report of a balloon in the silicone segment was confirmed. During visual inspection it was noted that the silicone segment tubing had a ballooned bulge near the upper fitment. During functional testing a balloon/bulge was replicated on the set when an IV push/flush was executed below the pump. The root cause of the balloon/bulge in the silicone segment was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port.

Event description:
The customer reported a balloon in the silicone pumping segment during an infusion. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 500ml baxter infusion bag (lot y262022 exp. May19) of 0.9% sodium chloride injection usp. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a balloon in the silicone pumping segment during an infusion. There was no report of patient harm.

Event description:
There was no patient harm.